Manufacturer narrative:
A customer reported to intuvie that the tubing set leaks from the connector if only the roll clamp is used. A review of the device's lot number history revealed no prior similar complaints. The failure mode was not confirmed. The device was not returned and the cause remains undetermined. Reference to complaint #(B)(4).

Event description:
A customer reported to intuvie that the tubing set leaks from the connector when only the roll clamp is used to stop flow. No patient harm was reported.

Manufacturer narrative:
This supplement serves as a correction to provide the correct complaint: reference to complaint #(B)(4).

Event description:
A customer reported to intuvie that the tubing set leaks from the connector when only the roll clamp is used to stop flow. No patient harm was reported.